Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not properly charge battery packs and alternates between screens) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on computer / analog (ca) board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar bga failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.